Event description:
It was reported that the tip of the impactor was fractured during impaction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This event was originally reported under 0001825034-2023-00545.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified that the impactor pad split. The wrong tip was returned with the 110028055 impactor handle. The print shows that the tip is black in color, and a gray tip was returned, prints attached with photos. The fracture is not the same for the provided picture and the returned pad. The features of the returned gray tip fracture surface visually align with an overload fracture failure mode was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The tips of the impactors switched are epoxied, and therefore not to be disassembled for sterilization. However, it is unknown if this contributed to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.